Manufacturer narrative:
Qn# (B)(4).

Event description:
It was reported the spring wire guide was kinked during insertion of the dilator. No patient harm reported. A new guidewire was used. The patient's condition is reported as fine.

Event description:
It was reported the spring wire guide was kinked during insertion of the dilator. No patient harm reported. A new guidewire was used. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4). The customer did not return a complaint sample. However, they supplied a photo showing a guide wire within the arrow advancer tubing. The guide wire was kinked in the location over the thumb guide. The dilator is not included in the customer provided photo. A probable cause of the guide wire kink cannot be determined from the photo and without the sample to evaluate. A device history record review was performed with no evidence to suggest a manufacturing related cause. The IFU provided with this kit states the following: "clinicians must be aware of potential entrapment of the guidewire by any implanted device in circulatory system. It is recommended that if patient has a circulatory system implant, catheter procedure be done under direct visualization to reduce risk of guidewire entrapment." "Do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage. If damage is suspected or withdrawal cannot be easily accomplished, radiographic visualization should be obtained and further consultation requested." "Warning: do not withdraw guidewire against needle bevel to reduce risk of possible severing or damaging of guidewire." "Caution: if resistance is encountered when attempting to remove guidewire after catheter placement, guidewire may be kinked around tip of catheter within vessel" "warning: do not apply undue force on guidewire to reduce risk of possible breakage." The report that the guide wire kinked was confirmed through examination of the customer supplied photo. The image showed a guide wire within the arrow advancer tubing. The guide wire was kinked in the location over the thumb guide. The dilator is not included in the customer provided photo and the actual complaint sample was not returned for evaluation. A device history record review was performed with no evidence to suggest a manufacturing related cause. The probable cause of the guide wire damage could not be determined based upon the information provided and without the actual complaint sample returned for evaluation. Teleflex will continue to monitor and trend for reports of this nature.